Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: egm has ra noise mirrored on shock egm and very faint on the rv egm. This noise is not seen by any lead. In-person thorough lead evaluation including isometrics with serial impedances & intrinsic measurements was recommended. Should additional information be received, this file will be updated.